Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 10-mar-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a device manufacturer representative regarding a patient receiving baclofen (unknown concentration at 80 mcg/day) via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient had baclofen withdrawal symptoms and was in a lot of pain. He had bruising and discoloration on his back where the catheter "was knotted or slipped out." During his last refill his doctor ruled out an issue with the pump and stated that the patient would need to get his catheter checked and possibly have it revised. The catheter issue could not be confirmed as the patient was still in the process of transferring doctors. No diagnostics had been performed yet. The patient's weight was unknown. No further complications were reported.